Manufacturer narrative:
Additional information was added to h4, h6, h11. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B3/d10: the events occurred on unspecified dates of january 2025. E1: initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that five (5) one-link non-dehp microbore catheter extension sets leaked where the sets "luer locked onto the cannula"; there were leaks from the luer connector despite the tight connection. This was observed during cannulation. Sodium chloride 0.9% was used to prime the extension sets prior to connection. There was no report of patient injury or medical intervention associated with this event. No additional information is available.